Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the device displays a 3fe electronics error", could be confirmed. The cause of the error code 3fe can be attributed to a dirty/ defect high pressure valve. The additional determined issues are independent from the reported failure from customer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 3fe occurred. System failure of device. No negative impact in state of health reported.